Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and caster were replaced during the service call. The system was tested and found to be working as intended.

Event description:
It was reported that the 9900 system had a low ma error and the tube was arching. Also the caster was damaged making the workstation hard to push. No patient injury was reported.